Event description:
It was reported that the fiber stopped working after 3 minutes during the photoselective vaporization of the prostate procedure. A second fiber was used, but it also stopped working after 11 minutes. The fiber was replaced, but the third fiber also stopped working after 22 minutes of use. According to analysis of the returned device, the second fiber was found to be broken on the glass tip. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This complaint refers to the second fiber.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber glass tip was broken off, and the metal cap was detached. The reported allegations were confirmed. The fiber card indicated that the fiber was recognized by the console and used. A soft joule limit was observed. A soft joule limit is a courtesy message; which, indicates the point at which any fiber removal from the console would invalidate further fiber usage. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber.